Event description:
Customer reported that the panorama central station had intermittent dropout, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company representative was not able to reproduce the reported issue. The following service activities were performed: replaced broken cpu bracket, re-seated microprocessor and replaced caps and coin battery on the motherboard. Ran all diagnostic tests. Tested, calibrated and safety tested to factory specifications.